Manufacturer narrative:
Manufacturer's device analysis: the device was not explanted and therefore was not available for evaluation. A direct relationship between the device and the reported event could not be determined. Stroke, neurological dysfunction, and bleeding are listed in the instructions for use (IFU) as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2018 due to hemorrhagic stroke. No autopsy was performed and the device was not explanted. No further investigation was performed by the healthcare professionals. No additional information was provided.